Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. As received, the pipeline braid was found fully opened with damage at both ends. No other anomalies were observed. The customer¿s clinical observation could not be confirmed; however the damage to the braid on both ends of the pipeline is likely the result of the physician resheathing the device more than the recommended two times. Per our IFU (instructions for use): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. Re-sheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture. Suspect medical device section 1: brand name = pipeline flex with shield section 4: model # = ped2-500-20.

Event description:
Medtronic received information that during treatment of an aneurysm located in the c5 and c6 segments of the internal carotid artery, the middle and distal segment of the device did not open. It was reported the physician started to resheath approximately 7 mm to the distal part of the device, but the distal part didn't open. The physician then resheathed the distal braid to push the ptfe sleeves and the distal braid was free however 10-15 mm of the device couldn't open. The physician completely resheathed the system and tried to unsheath again, despite the manipulations the device did not open successfully. The device was removed and a new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.